Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient underwent an elective percutaneous coronary intervention (pci). A 6 fr angio-seal device was used, hemostasis was successfully achieved. After that, the patient rested quietly in bed for eight hours. The patient had no problem during hospitalization and was discharged from the hospital two days later. On (B)(6) 2020 the patient visited the hospital again complaining that the puncture site swelled. A hematoma was observed, and the patient was transferred to the vascular surgery department at a different hospital. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.5 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.